Event description:
It was reported that during a left colectomy procedure, there was an incomplete staple line. After the anastomosis was performed, the surgeon noticed that the stapling was not correct on 1cm. The patient conditions/clinical situation made the stapling to be difficult (bad quality of the tissues). No possible colon continuation and a colostomy were performed. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired and with 14 b-formed staples on the cartridge deck. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.